Event description:
Customer reported a high blood glucose reading of 300 mg/dl. She stated that the blood glucose was brought down to 100 mg/dl and declined to troubleshoot for that issue. She reported redness and itchiness at the insertion site but stated that there were no signs of infection. Customer was advised on skin preparation and insertion and was advised to speak to her doctor about the issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.